Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in all of the keypad buttons and in the overlay itself, case really scratched up all over. The pump was received without a battery cap. After battery installation, a blank display with the red notification led flashing and the vibrator vibrating was noted. Unable to perform the sleep current measurement, active current measurement, and self tests due to the blank display. Unable to upload using thump due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards and cases, the blank display was isolated to pcba2. Upon further review there's a crack in epoxy glue around pcba2 u6. In summary, the customer¿s report of a blank display was confirmed during testing. The blank display with the red notification led flashing and the vibrator vibrating is due to a crack around pcba2 u6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.